Event description:
After insertion of the trach tube, it was noted that the patient was not receiving tidal volumes

Manufacturer narrative:
It was reported that on (B)(6) 2024, a trach change was required due to low tidal volumes. It was reported that "patient has since been discharged but was stable after intervention was performed". It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.